Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels elevate (no values provided), when insulin fill amounts go below 20 units. Elevated bgs were treated by changing out the site/ cartridge, then administering a correction. Recommendation was made that the customer upload the pump data for further investigation.